Event description:
On 05jun2026, an optical store in spain reported a patient (pt) ¿with symptomatology of ulcers¿ after the use of an acuvue® oasys max 1-day for astigmatism brand contact lens (cl). On (B)(6) 2026, a call was placed to the eye care professional (ecp) at the optical store. The pt reported that one cl from the 30 pack ¿exploded¿ on the right eye (od) and was ¿removed in 3 pieces.¿ the ecp clarified that, by ¿exploded,¿ the pt likely meant the ¿lens crystallized caused by the change of temperature from one room to another and that caused the lens to tear on the eye.¿ the pt is a new wearer of the cl brand but was fitted with trial cls successfully. The ecp reported the pt ¿wears the lenses for longer than required, up to 18 hours.¿ the pt was diagnosed with a corneal ulcer (location and size unknown). The issue occurred ¿10 days ago.¿ the ecp confirmed that the od was affected. The pt visited the optical store the day after the issue occurred and ¿the eye looked a lot better.¿ the pt is not currently wearing cls. On (B)(6) 2026, a follow-up call was placed to the ecp to request additional information. The ecp reported that the patient (pt) has not returned to the optical store; therefore, no additional information is available. The od suspect lot number is unknown. The od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.